Event description:
It was reported that the left ventricular (lv) lead was capped and abandoned due to non-functionality. The lead was not replaced and bi-ventricular therapy was abandoned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6949 implantable tachy lead 2006-(B)(6); 4076 implantable pacing lead 2006-(B)(6). (B)(4).